Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the physician detected a 0j shock in the arrhythmia records and suspected a lead issue. A re-intervention was performed. During the procedure, a cut was identified on the insulation of the atrial lead.

Event description:
Reportedly, the physician detected a 0j shock in the arrhythmia records and suspected a lead issue. A re-intervention was performed. During the procedure, a cut was identified on the insulation of the atrial lead.